Manufacturer narrative:
Investigation summary: no samples were received for this complaint. However, based on the description and the complaint history review, it was deemed to be within the scope of a known issue for this batch. Quality has previously reviewed, evaluated and investigated this failure mode. Sample evaluation: three sample bags of 260 loose 3ml assembled syringes were received by bd canaan and reported to be from batch # 7146876 (p/n (B)(4). The samples were visually evaluated. 53 syringes were found to have no defects or acceptable cosmetic defects per product specification. 206 syringes were found to have rejectable defects: 133 syringes had ink smears and missing print of rejectable quality. 72 syringes had minor surface damage causing missing print of rejectable rating on the barrel in the direction parallel to the length of the barrel. 1 syringe was found to be cracked from the barrel roof to about the 1ml grad line. DHR review for batch 7146876 (p/n (B)(4): manufacturing dates: 06/05/2017 ¿ 06/24/2017. Batch quantity was 306,000. Batch marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The packaged product was assembled on two separate assembly machines. A clogged manifold and an ink spill were recorded on one of the subassembly batches resulting in the marker adjustments, ink replacement and down time. Batch 7146876 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: potential root cause: ink smears and missing print - these defects were likely caused by an interruption in ink flow due to a clogged manifold. The inconsistent ink flow likely caused a transferring issue of ink to the gravure cylinder and subsequently to the printing pad. Missing print due to surface damage ¿ likely due to a temporary part jam at an assembly machine. As printed barrels move past the jammed part they may have part of their print scratched off by it. Cracked barrel ¿ the barrel got cracked at one of the pinch points between the marker and the packaging machine.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer lok¿ syringes had black smudges on the barrel before use. No injury or medical intervention.